Manufacturer narrative:
The affected complaint device was returned and evaluated. A visual inspection of the blocks revealed no obvious signs of damage. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A clinical evaluation noted that based on the information provided the patient required extra adjustments to the mcl and thicker insert to regain stability which was extra and beyond the procedure plan. No further medical assessment is warranted at this time. Our investigation including an engineering evaluation by our visionaire team revealed that there were errors made during segmentation of the posterior condyles of the femur for this case. These errors would have affected the flexion/extension balancing performed for the surgeon's preferences and could have contributed to the issues described in the complaint. Corrective actions have been implemented to help eliminate this issue from recurrence. No further actions are being taken at this time. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the block fit was acceptable however the surgeon did not like how the gap ended up after making all cuts according to the plan. Surgeon stated the femur was too externally rotated and caused a large posterior medial resection, the resection was planned for 9 and it was measured at 12.5. The larger resection caused a gap on the medial side , surgeon ended up implanting a 15mm insert and needed to augment the medial collateral ligament to regain stability.